Event description:
The locking mechanism came completely off the trestle luxe plate. The implant had to be removed and replaced.

Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. An evaluation of the trestle luxe plate is not possible. The identifying lot number has not been provided nor has the implant been returned for evaluation. The trestle luxe anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. Device implants include a range of plate sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws. Implant plates are manufactured from surgical grade titanium alloy (astm (B)(4)) and nitinol (astm (B)(4)) and the bone screws are manufactured from surgical grade titanium alloy (astm (B)(4)). All device components are intended for fixation/attachment to the anterior cervical spine only. It is intended that the implants be removed after successful fusion.